Event description:
(B)(6) hospital, called to report an incident with their cry_ac3 ser# (B)(4), as follows... A p.a. Was treating a pt with the cry-ac3, when liquid nitrogen sprayed out of the side of the unit. The p.a. Rec'd some minor burns on her hand, and an incident report was filled out.

Manufacturer narrative:
On (B)(4) 2013, we (brymill) sent (B)(4), brymill's repair technician, to the facility with a replacement cry-ac-3 (B)(4). He found the defective unit to have cracked plastic collar, and a cracked plastic cover. Also the units cover was not on correctly, which would cause the liquid nitrogen to leak or vent out if the unit was tipped as it would be while in use treating a pt. The damage is consistent with damage that occurs when a unit is dropped, which would cause the plastic to crack.